Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 1.2, re-test: 1.6, re-test: 6.8, re-test: 2.7, re-test: 6.1. Date: last week, inratio: 2.3, 2.3; lab: 4.5. Caller's initial test result on (B)(6) 2010 resulted in an nes error.

Manufacturer narrative:
Nes error occurred when there was not enough sample applied to the test strips to fill the test area, and/or strip channel was blocked. Discrepant results comparison of inratio test with lab results provided by end-user at the time complaint was filed: date: (B)(6) 2010, inratio meter = 1.2, 1.6, 6.8, 2.7, and 6.1 inr. Reference = 4.5 inr, mean = 3.82, confidence limits = 2.2-5.3. The mean of the inratio meter and comparative system inr were calculated. Inratio values fall outside the limits and are more than 20 %cv, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was filed: date: ng, inratio: 2.3, 2.3, reference: 4.5, mean: 3.03, confidence limits: 1.8-4.2. The mean of the inratio meter and comparative system inr were calculated. Reference value falls outside the limits, so the criteria are not met and the values are discrepant beyond the documented. Variability for pt/inr testing. Previous investigation on strip lot #233708 from another case met the criteria for accuracy. Precision analysis was also performed. Both donors obtained 3.65 and 4.55 %cv, respectively, and have met the criteria for precision. No further investigation will be pursued at this time. Conclusion: analysis of the client's test result comparison did not meet accuracy and precision criteria. No product was expected to be returned. Retain strip test result comparison met performance criteria. Complaint did not contain sufficient info for root cause analysis. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4), no further action is required at this time. This issue will be subject to tracking and trending. Corrective action not required at this time.